Event description:
Films were received and reviewed: there is a possible endoleak at the base of the aneurysm sac. The endoleak amount is small and in an area with high contrast pixels (calcification). Possible endoleak is near the end of the overlap between the middle and distal stent grafts. CT scan has poor dynamic range, making it difficult to differentiate the possible endoleak from the background. There is heavy calcification in the area of the possible endoleak. There is no apparent sign of graft or stent damage, tortuous anatomy, or other assignable cause for the endoleak. The endoleak is small, imaging is confused by poor CT dynamic range and a lot of calcification in the area. The location is right at the end of the overlap region between the middle and the distal stent grafts. Other than calcification in the area there does not seem to be cause of the possible endoleak. This patient appears to have an open repair for an abdominal aneurysm.

Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 28 months ago. Vessel and aneurysm morphology from the time of implant is unknown. Currently there is moderate tortuosity and moderate calcification in the thoracic aortic arch. It was reported that a recent CT demonstrated that there was a type iii endoleak, separation. The endoleak was on the outside curve between the tw3632c112x and tw3430c113x, resulting in aneurysm enlargement. The physician elected to implant two valiant captivia stent grafts a (B)(4) and a (B)(4) and the type iii endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine. The exact date of the event is unknown.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (moderate tortuosity and moderate calcification). Conclusion: device failure/lack of effectiveness related to patient condition (moderate tortuosity and moderate calcification).